Event description:
Caller reported that insulin gauge displayed an amount different than expected, but the issue occurred on a previous day, not currently. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge. Technical support instructed the caller to call back for troubleshooting if an active fill estimate issue occurs again. Caller acknowledged the instructions.